Manufacturer narrative:
No further information was provided. The patient remains ongoing on the device. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
It was reported that the patient experienced bleeding from the right nostril on (B)(6) 2019. The patient had a mild infection and manipulated his nose. The bleeding was treated with nasal tamponade. On (B)(6) 2019, the patient presented with bleeding again, which was treated with bipolar coagulation and nasal ointments. No further information was provided. This report addresses the events of (B)(6) 2019. MFR. #2916596-2020-03828 addresses the events of the next day.

Manufacturer narrative:
Manufacturer's investigation conclusions: a specific cause for the report of bleeding and a mild infection could not be conclusively established through this evaluation. In addition, a direct correlation with heartmate 3 lvas, serial number: (B)(6), could not be conclusively established. The heartmate 3 lvas IFU lists bleeding and various forms of infection as adverse events that may be associated with the use of the heartmate 3 left ventricular assist system. No further information was provided. The manufacturer is closing the file on this event.